Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the repair history found no repair history was found for the past year. Based on the results of the investigation, the indicated phenomenon was surmised to be caused by bent pin inside the video connector socket resulted in communication failure between the scope and the subject device. A root cause of bent pin was unable to be identified; the following was surmised : chipped port of the scope connector was hooked on to the socket in the video connector of otv-s190 when connecting, or hooked video connector was inserted further, port in the video connector socket was pushed and was bent. Following the user manual this could have prevented the phenomenon to occur, as stated on the IFU (instruction for use) : connection of an endoscope, the user manual states , confirm that the video connector of the video scope is not damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Evaluation found the reported issue was confirmed. Worn out socket was observed causing poor connection, using the camera head observed no image due to bent pin inside the device socket. New type power switch was also identified on the device. Based on evaluation findings, the reported issue was identified to be attributed to a bent pin. The root cause of the bent pin was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has no image when scope or camera is plugged in. The issue occurred during preparation for use. There was no patient involvement, no user injury reported due to the event.